Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted into the ICU after receiving multiple inappropriate shocks. Patient was asymptomatic. Device interrogation revealed that the device was in backup vvi. Device was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to noise resulting in excessive charges in a short period of time. The cause of the noise could not be determined.